Event description:
During left rcr with open shoulder graft repair, surgeon noticed that a small metal portion of the expressew needle tip was missing when passing back to the surgical tech. Then with the arthroscope, they looked for the missing metal piece. No evidence of the piece. Then x-rays, 2 views were taken with no evidence of metal piece noted per surgeon and x-ray tech. One time use only.